Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had unexpected restart and also had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had a tone on the pump but no alarm on the pump and cannot get it to do anything. It was reported that they had unexpected restart after the battery change. The customer reported that the buttons stopped responding. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify general - unexpected restart alarm, unexpected restart error, button or keypad anomaly and frozen display anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.